Manufacturer narrative:
(B)(4). Device returned to MFR and evaluated by MFR updated. Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at the output window; the output area appears depressed; the metal cap exhibits severe detritus adhesion; the metal cap adhesion location exhibits burnt glue; the beveled edge at the output window is off center; the fiber was tested with hene laser fixture, aim beam is present at fiber output window and is not forward firing. Based on the product analysis results, the product complaint of "aiming beam firing forward" could not be confirmed; a glue failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 20,462 joules of use ¿aiming beam firing forward¿ was observed with both the first and second fibers. The procedure was completed with a third fiber. No injury to patient reported. This report is for the first fiber used.